Manufacturer narrative:
(B)(4). Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: what part of the device was ¿missing¿? /refer to the actual product. Did the ¿missing¿ part break off of the device? Did the active blade break off of the device? Is the tissue pad completely missing from the clamp arm? Did the ¿missing¿ part fall into the patient? /no. Was the ¿missing¿ part retrieved from the patient? Did this cause a change in the plan of care for the patient?

Event description:
It was reported that piece missing during the procedure. Changed another one to complete the procedure. There was no report on patient injury.

Manufacturer narrative:
(B)(4). Batch # p93r10. Investigation summary: the device was returned with no apparent damage, the blade tip was intact and not broken off as reported by the customer. The device was connected to a test handpiece and tested on a gen11. The device was functional and worked as intended. There were no anomalies noted with the functionality of the device. The device was disassembled to inspect the internal components and no anomalies were found. It is possible that the device returned may have been the one used to complete the procedure and it is not the device complained about. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.